Manufacturer narrative:
Manufacturer's report date: 01/20/2010. (B)(4). Service level investigation determined fluid ingress contamination as the cause for the reported alarm and residue on the occluder fingers. The mechanism subassembly, membrane frame, left iui connectors, upper and lower pressure sensors were replaced. The device was returned to the facility after passing all required service level testing.

Event description:
Customer sent device in for repair with report of 'check IV set' alarm. Service at the manufacturing facility inspected the device and found residue on occluder fingers. Customer confirmed that there was no pt incident or infusion inaccuracy reported with this pump.